Event description:
It was reported that during the surgical procedure the customer experienced a recurring 20008 error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.